Manufacturer narrative:
B5: information added. H6 impact code updated from no health consequences or impact to imaging required.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At a routine follow up 117 days post index procedure, a computed tomography (CT) scan was performed, and a possible leak was identified that had developed around the closure device. No further details were provided. It was further clarified that the reported leak was determined to be 1-3mm at the time of discovery. The closure device met release criteria at the time of implant. The physicians plan to repeat a CT scan in the future. No further intervention was performed. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At a routine follow up (B)(6) days post index procedure, a computed tomography (CT) scan was performed, and a possible leak was identified that had developed around the closure device. No further details were provided.